Event description:
In 2009, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The pt provided info that she takes a combination of diabetes medications: januvia and 70/30 insulin. The pt said the product issue started the day before and on the morning of report, she felt the low blood glucose symptom of shakiness. The pt stated she ate breakfast and drank orange juice. The cca documented that the pt was using the incorrect test strips, one touch select test strips. The pt's products were replaced. This complaint is reported because the pt alleges her lfs meter did not turn on and the next day she became shaky, which can be a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.